Event description:
It was reported by service report that the fowler gas cylinder was leaking fluid from the piston. There was some fluid on the ground and it could not hold weight, but it could be raised and lowered. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.